Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was 110 mg/dl. The customer assisted with self test and then they received failed battery test. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professionals instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, sleep current test, active current test and selftest. Failed battery test not confirmed.